Manufacturer narrative:
Additional information: it has since been reported that the reason for the reported explant was device extrusion. This report is filed on january 17, 2019.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 02, 2019.

Manufacturer narrative:
This report is submitted on december 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2018 to explant the device. The patient was not reimplanted with a new device during the same surgery.